Event description:
Boston scientific crm received information that this patient developed tamponade post-implant. This was noted by a drop in blood pressure during the post operation check. The physician may plan to perform a pericardial tap to remove the fluid. It was noted that during the implant procedure, this right ventricular lead was difficult to place and now a potential perforation is suspected. It was confirmed that the patient is stable at this time.

Manufacturer narrative:
The right ventricular lead remains in service at this time. The boston scientific crm field representative stated as further information is obtained, our company would be updated.